Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2020-48922. It was reported that the patient was experiencing discomfort at the anchor site due to a seroma that had formed. The patient underwent surgery to remove the anchors and implant a different style of anchor. Therapy will be restored post-operative.